Event description:
It was reported that the patient did not receive high voltage defibrillation therapy for a non-sustained oversensing event. Upon investigation with abbott technical support, the device did not provide defibrillation therapy as a result undersensing due to r-waves falling below the max sensitivity of the device. As a result, the patient experienced an untreated arrhythmia and had to be resuscitated with external defibrillation. A few days later, the patient passed away due to dilated cardiomyopathy and left ventricle systolic dysfunction. The physician alleged the patient's passing was not related to the device.